Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Investigation summary: according to the information received, it was reported that during knee scope and meniscal repair, when using shaver, a sound is louder than usual, and shaving is also more aggressive. The complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. However, a photo was provided. Upon visual inspection of the photo, it was only observed the information about the device. It was not possible to test functionality to confirm if the device functioning smoothly. The photos did not provide evidence of the failure reported into device; therefore, the complaint is not confirmed. Hands on analysis should provide the evidence necessary to define a specific root cause. As a potential cause cannot be associated to manufacturing, therefore a manufacturing record evaluation is not required. No additional information could be obtained from a follow up with the customer; therefore, we cannot discern a root cause for this failure. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.,the complaint device was received at the service center and evaluated. It was reported that during knee scope and meniscal repair, when using shaver, a sound is louder than usual, and shaving is also more aggressive. Per service manual operational and diagnostic, the reported failure was confirmed. During evaluation, it was identified that the motor did not running smoothly, the values of the keypad were out of tolerance which produced that the buttons were not functioning. Finally, the cable had a short circuit; because of this, the cable, motor and buttons were also replaced. The repair and testing of the unit was completed per the service manual, bringing the unit back to full functionality. The unit passed all functional tests and is fully operational. The possible root cause for the reported failure can be attributed to lack of maintenance, due to the deterioration on the motor which may cause that the unit stopped to running. In the case of keypad failures could be related to wear and tear on the internal components; also, the short circuit on the motor cable could related to the failure of the electrical components. However, this cannot be conclusively affirmed. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 11-18-2019 and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in singapore that during a meniscal repair procedure on an unknown date, it was observed that the micro tornado hp w handcontrol sounded louder than usual and was shaving very aggressively. During in-house engineering evaluation, it was determined that there was a short circuit in the motor cable on the device. The same device was used to complete the procedure without delay. There were no adverse patient consequences reported. No additional information was provided.